Manufacturer narrative:
It was reported that the pt experienced an adverse event during treatment with fresenius products and subsequently was hospitalized. A system level review is being conducted for all concomitant products in use during the treatment. Medical records have been received and are currently being review by the post market clinical staff and physician. The plant investigation is currently on-going. A supplemental medwatch report will be submitted once the plant investigation and clinical investigation are complete. This is one of three MDR's submitted to document this reported event. Please reference the following MDR numbers" 2937457-2013-00156, 1713747-2013-99928 and 8030665-2013-00554.

Event description:
It was reported by technical services that during treatment a pt had trouble breathing and had to be rushed to the hospital emergency room where they experienced a heart attack. The pt stayed hospitalized for approximately a week. The pt is reported to be doing well and continues peritoneal dialysis treatment. There was no device malfunctions or product failures reported.